Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while preparing for a transcatheter aortic valve implant procedure, the attending physician decided it would be best to use intracardiac echocardiography (ice) during the procedure due to the patient having left ventricular hypertrophy (lvh) with a strain pattern and a short septal membrane. The delivery catheter system (dcs) was then inserted into the patient, and the valve was partially deployed to the point of no recapture (ponr). At this point, left bundle branch block (lbbb) was noted, however, ice revealed that the valve was not in contact with the septal membrane. Fluoroscopy was then further utilized to identify that the valve was 0 millimeters (mm) from the non-coronary cusp (ncc). This signified to the physician that the valve could not be further adjusted. In turn, the valve was fully deployed. After full deployment, the patient began experiencing intermittent lbbb and premature ventricular contraction (pvc). Subsequently, the patient was monitored with a temporary pacemaker implanted.

Event description:
It was reported that while preparing for a transcatheter aortic valve implant procedure, the attending physician decided it would be best to use intracardiac echocardiography (ice) during the procedure due to the patient having left ventricular hypertrophy (lvh) with a strain pattern and a short septal membrane. The delivery catheter system (dcs) was then inserted into the patient, and the valve was partially deployed to the point of no recapture (ponr). At this point, left bundle branch block (lbbb) was noted, however, ice revealed that the valve was not in contact with the septal membrane. Fluoroscopy was then further utilized to identify that the valve was 0 millimeters (mm) from the non-coronary cusp (ncc). This signified to the physician that the valve could not be further adjusted. In turn, the valve was fully deployed. After full deployment, the patient began experiencing intermittent lbbb and premature ventricular contraction (pvc). Subsequently, the patient was monitored with a temporary pacemaker implanted. Additional information was received that following the implant procedure, sinus rhythm was restored; therefore, a permanent pacemaker was not implanted. Per the physician, the cause of the lbbb and pvc was thought to be due to a strain pattern from the patient lvh; however, the dcs did not cause or contribute.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.